Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Customer stated that on the radiofrequency generator screen showed that the closurefast catheter was defective and device needed to be replaced. No patient injury. Investigation was performed on (B)(6) 2015, on the closurefast catheter the coil was inspected and found the proximal portion of the coil showed flourinated ethylene propylene (fep) deformation. In the deformed portion of the flourinated ethylene propylene (fep) was a longitudinal slice in the proximal portion of the coil was observed.